Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be non-malignant pain and osteoporosis. It was reported that the patient's pump wasn't working and hadn't been functioning in years. The caller didn't know if this was due to normal pump end of service or if there was a malfunction of the pump. No patient symptoms were reported. No further complications were reported.